Event description:
In this event, it was reported while using a cavitron g121 scaler, the inserts were getting hot; no injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.

Manufacturer narrative:
Hot tips were caused due to handpiece. The device was not returned to the manufacturing division for evaluation and was repaired by dentsply (B)(4). The investigation notes documented as "handpiece clearance" was insufficient to understand what exactly caused the handpiece to result in hot tips. A DHR review found that the device is out of useful life.